Event description:
It was reported that an ilet user experienced prolonged elevated blood glucose readings in the 200 mg/dl range with a peak of 225 mg/dl and received an "insulin set expired" alert after a recent change using a cannula-based infusion set, with troubleshooting indicating the fill cannula step was likely missed and infusion delivery compromised. Investigation of this case revealed user setup error related to missed cannula priming during the infusion set change, with no evidence of leakage or hardware malfunction. Symptoms included headache associated with hyperglycemia. Outcomes included restoration of glucose to target after a complete supply change and cartridge, and resumption of insulin delivery. It was concluded that the event was attributable to use error resulting in interrupted insulin delivery, resolved by replacing supplies and correctly performing the cannula fill. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.